Manufacturer narrative:
The perforation was caused by either the uromedica sharp-tip trocar (gudid 00180668000106) or the uromedica blunt-tip trocar (00180668000137). Each was used during the implantation procedure. The patient's left side proact was implanted without incident. The patient's right side proact was implanted as well, however it was positioned more distal to the bladder than typical as to avoid the perforated area. Uromedica (B)(4).

Event description:
Interoperative bladder perforation (patient's right side) in a proact patient. Proact implantation was successfully completed. Perforation treated with temporary catheterization.